Event description:
Thermacor 1200 rapid infusion system was being used during liver transplantation surgery. Infusion rate was set at 200 cc/minute; noticed actual flow rate was around 35 cc/minute. No harm to patient. Exchanged device for another one. Procedure continued.